Event description:
As reported by the patient¿s attorney, a vesica sling system (MFR report #3005099803-2015-02102) and a protegen sling were implanted into the patient on (B)(6) 1996. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.